Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 3006705815-2017-07166 & 3006705815-2017-07167. It was reported the patient's scs lead and ipg migrated. Reportedly, the patient jumped into a vehicle and felt something may have changed with his scs system. Surgical intervention may be necessary to address the issue.

Event description:
Device 1 of 3: reference MFR report: 3006705815-2017-07166 & 3006705815-2017-07167. Follow up information received identified surgical intervention was taken and one of the patient's leads was replaced with a new lead. The one lead had migrated. No issue was found with the ipg. Postoperatively, the patient reported receiving effective stimulation in the correct areas.